Event description:
During a left anterior hip arthroplasty, the surgeon was placing a screw into bone when the head of the screw broke off. The remaining part of the screw was in the bone and left in place.